Manufacturer narrative:
The investigation has been completed. The product was returned for investigation. The console was tested and the failure mode was reproduced so when the console was turned on, it immediately output a system self check fail. The super cap on the power battery manager (pbm) circuit board was confirmed to have corroded the pbm communication trace next to it. During data analysis, the automated impella controller (aic) logs showed pbm1 communication errors. The cause of the aic issue was contamination of a communication line on the pbm.

Event description:
The user facility reported that the automated impella controller (aic) did not start properly and displayed "system check failed - replace console immediately" error messages. The issue was unable to be resolved with a hard reset. Therefore, the console was exchanged. There was no reported patient harm.